Event description:
It was reported through (B)(4): "implant failure." No additional information was provided.

Manufacturer narrative:
The catalog number is unknown and the device was reported as an unknown implant. If additional information is received, it will be provided in the supplemental report. Not returned.

Manufacturer narrative:
The event was not confirmed as no items associated with the event were returned or made available for identification or evaluation and no medical records or x-rays were made available for evaluation. A review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as the device was not properly identified. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics.

Event description:
It was reported through (B)(6): "implant failure." No additional information was provided.